Manufacturer narrative:
The device has returned for evaluation. Upon receipt at our post market quality assurance laboratory, the faradrive sheath was visually inspected and no visible abnormalities were observed on the exterior of the returned sheath. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. The complaint allegations of air ingress were confirmed through product analysis. Correction to the initial MDR in block(s) brand name (d1), common device name (d2a), and init rptr also sent rep to FDA (e4), and describe event or problem (b5).

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath exhibited valve issue and visible air noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed. It was further noted that the device has been returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath exhibited valve issue and visible air noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.